Event description:
It was reported that when dft test was performed with the new device during device upgrade procedure, the first shock was aborted at dual coil shock therapy setting. The device switched to rv-can shock vector and patient was rescued successfully with second shock. Device displayed a possible output anomaly message and the lead had low hv impedance. The message was cleared and the physician changed the shock vector to single coil with successful dft testing. The physician decided to keep the lead in service. The patient was asymptomatic.